Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer got into a spa and swimming pool and insulin pump began to alarm "no infusion". Customer unsuccessfully attempted to change infusion set. It was reported that there was moisture underneath display screen and there was a crack in the battery compartment. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor assembly was found corroded. The insulin pump failed the leak test, a leak was noted at the crack on the back of the case. The insulin pump was received with a cracked case at the back at the battery tube area, and minor scratches to the display and case.